Event description:
A facility reported that a patient underwent "suboccipital craniectomy and expansile duraplasty" procedure, and duraseal (202050) was applied after a dural patch (duraguard) was sutured to the native dura using 5-0 prolene and the incision was closed with 0-0 vicryl for fascia, 2-0 vicryl for dermis, and simple running 4-0 prolene for skin. Two weeks after the surgery, moderate cerebrospinal fluid (csf) leakage occurred. Prior to returning to the operating room for revision, dressings were being changed every 3 to 4 hours after being soaked from clear drainage. An attempt was made to re-suture the skin incision where the leak was occurring; however, it did not hold up for long. The patient had to return to the operating room for revision of the lek, and a lumbar drain was placed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Duraseal dural sealant (202050) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record could not be reviewed. The root cause could not be determined. Per the fmea, potential causes of failure include: performance, application - gel delivery, and solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.